Event description:
Main body graft and contralateral limb were deployed without complication. Upon the attempted retrieval of the nose cone of the main body delivery system, the top cap caught on the suprarenal strut and pulled the graft downward. The migrated graft landed in the aorta in an angled position. Visualization of the proximal sealing stent and suprarenal fixation noted the strut had become bent during the migration downward. In order to rebuild the proximal aortic portion, a main body extension was deployed in the distal portion of the main body graft for improved support distally. A second main body extension was deployed and positioned right below the lowest renal artery. Ipsilateral limb was deployed, followed by the advancement of a molding balloon, inflated at all seal and junction sites. An injection of contrast noted a proximal type I endoleak. Under fluoroscopy, it was difficult to determine the origin of the endoleak. Multiple injections of contrast were used to determine if the endoleak resulted from a graft tear, distal or proximal endoleak. A third main body extension was then deployed in the middle of the two previous extension, bridging the devices. Area was ballooned repeatedly to provide a seal. Still endoleak persisted. At that time a decision was made to convert the graft to an aortouni-iliac configuration, to provide extra stability of the graft, compressing the main body against the vessel wall, and achieving a resolve of the endoleak. Previously the main body graft had not appeared to have good apposition to the vessel wall, however, ballooning within the graft did improve the fixation somewhat. Converter deployed without any problems. Endoleak still apparent. Main body graft was once more ballooned, without resolve to the endoleak. A fourth main body extension was then placed right at the renal artery, sealing the aneurysm. An occluder was deployed in the contralateral leg graft to seal off any flow. Fem-fem bypass was performed and procedure was concluded. Last contrast injection noted a good proximal seal.